Manufacturer narrative:
Follow-up # 1 date of submission 23-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: during visual inspection of the pump, it was observed that the keypad cover was missing and the contact buttons were damaged. The investigation was able to duplicate the initial complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up, down and ok keypad buttons were under responsive to user presses and the keypad was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.